Event description:
The pocket did not heal. The patient had increased spasticity. A culture of the device pocket was taken. A partial device system explant was done due to infection. The patient was being managed with orals. The device system was delivering compounded baclofen.

Event description:
It was later reported that the spasticity occurred in association with the explant. The patient currently was "doing ok" and undergoing conventional medical management. There are no implanted devices. The patient was hospitalized for gall bladder surgery and this was reported unrelated to the pump.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).